Event description:
It was reported that the patient presented in clinic for follow up with a capture anomaly exhibited by the right ventricular lead related to an episode of atrial fibrillation. Programming interventions were made. The patient was stable.